Event description:
The customer called spacelabs healthcare technical support to report that a xhibit central station (xcs) would power itself off after approximately ten minutes of use. The unit was removed from service and sent in for depot repair. The device was received and evaluated by an equipment service center technician who verified the reported problem and identified the issue was a result of overheating due to a malfunctioning fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. The customer accepted the offer of a replacement unit.